Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 40mm x 150cm coyote¿ balloon catheter was advanced for dilatation. Upon the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a stopcock attached to the hub. There was blood in the manifold, inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material, markerbands and bonds that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. Upon the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).